Manufacturer narrative:
Additional information has been received, from the customer. The device has been returned, but an evaluation is not yet completed. Correction being made to other value of g2. This supplemental report is being submitted to provide this information. Physician is experienced in the use of the device. The model and serial numbers of equipment used in conjunction at the time of the event are unknown. The generator usg-410 was self-test with no abnormalities noted. The connection points to the generator been checked were checked and transducers were in order. There was no cable damage.

Manufacturer narrative:
Correction to h6, please see "investigation findings" and "investigation conclusions" for further details. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where it was confirmed that the probe was broken at 16 mm from the distal end. The device evaluation revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface were blackened, there was a mark in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The proximal side of the tissue pad was worn away. It could not be confirmed if the metal part of the grasping section was visible through the tissue pad. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure."

Event description:
As reported for this event by the customer, at the beginning of a sigmoid surgery, while adhesiolysis was still in progress, this device, which was a second device in the procedure had a probe check message after five uses. When the device was pulled out for checking, the probe of the device broke off outside the patient. The first device used before this one also had a probe check error message received. When checked, the first device was okay. Shortly thereafter, the probe of the first device broke off in the abdomen of the patient, while pulling the device out of the trocar. The broken piece was recovered immediately. The procedure was successfully completed with a third device. The procedure was minimally invasive as planned, and completed in a timely manner as planned. There was no danger, harm or adverse impact to the patient.

Manufacturer narrative:
Two devices failed in this event. The device reportable failure is captured in medwatches with patient identifiers (B)(6) (first device) and (B)(6) (second device). This medwatch is being submitted for the second device. The data for personal information (initial reporter and patient) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.